Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed october 4, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed infection at the abutment site and was treated with topical antibiotics (date and duration not reported). Additional information has been requested but has not been made available as of the date of this report, october 4, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient was treated with oral antibiotics for the pain over the implant site (date and duration not reported). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2016 to excise the excess skin and remove the abutment. This report is submitted on april 18, 2017.